Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. Corrected data = h6 medical device problem code.

Event description:
It was reported via journal article; title: effective division of the intersegmental plane using a robotic stapler in robotic pulmonary segmentectomy authors: mikio okazaki, ken suzawa, kazuhiko shien, kohei hashimoto, shin tanaka, kentaroh miyoshi, hiromasa yamamoto seiichiro sugimoto, shinichi toyooka citation: surgery today https:/ /doi.org/ 10. 1007 /s00595-024-02840-y. The purpose of this retrospective study was to compare the surgical outcomes of robotic-assisted thoracic surgery (rats) and conventional video-assisted thoracic surgery (cvats) segmentectomies. Between may 2020 and january 2023a total of 92 patients (50 men and 42 women) with a median age of 71 years (range, 37-88 years) who underwent rats segmentectomy. Rats portal segmentectomy was performed using the da vinci xi system and the intersegmental plane was dissected using a robotic stapler. The five robotic instruments used included a 30° camera, long bipolar grasper, cadiere forceps, vessel sealer and sureform stapler 45.the intersegmental plane was divided using hand-held staplers: echelon flex¿ staplers (ethicon, johnson & johnson, new brunswick, nj, USA) or the endo gia¿ stapler (covidien, mansfield, ma, USA). The median follow-up period in patients with nsclc who underwent rats and cvats was 17 .6 months (range 1.5-42.4 months) and 24.3 months (range 1.4-44.1 months), respectively. Reported complications included echelon flex¿ staplers (ethicon endosurgery) pneumonia (n=2) treatment: not reported -arrhythmia (n=1) treatment: not reported -prolonged air leak in one patient (n=1) treatment: not reported. In conclusion, the division of the intersegmental plane using a robotic stapler in rats portal segmentectomy was found to be safe and effective, including complex segmentectomy. Although rats required a significantly higher number of staplers than cvats, rats yielded superior intraoperative and postoperative short-term outcomes when compared to cvats.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.